Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) interviewed the customer who requested for a replacement speaker assembly and a nemo (non engineering material only) service was agreed upon. The customer was provided replacement speaker assembly to resolve the issue. Based on the information available, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer requested a replacement speaker. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.